Event description:
The pt had two leads (from the same lot). It was reported both leads had migrated. The pt underwent surgical intervention and both leads were explanted and replaced. Stimulation and coverage were regained post-op. The leads will not be returned to sjm due to being discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.